Event description:
The user reported that during a coronary angioplasty procedure, the closure system on the hemostasis valve did not work. This caused blood to leak from the device. The hemostasis valve was then replaced for another. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.